Event description:
The hosp reported that during a coronary artery bypass graft surgery, one heartstring seal was defective. The surgeon used a replacement heartstring seal to complete the procedure. No pt complications were reported by the hosp. In 01/2006, the seal was received cracked. This is a reportable malfunction.